Event description:
It was reported that the subject device had a pump head that runs weakly. The device was just slow to run, and the water outflow was smaller. The issue occurred during preparation for use for a diagnostic general colonoscopy procedure that was completed using the same set of equipment. The device does not stop running and could used. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the flushing pump has poor water supply due to a failure of the pump head. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. However; a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): 7.2 checking the flow rate: "the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient we recommend that you replace the pump head." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E2: no the device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the subject device had a pump head that runs weakly. The device was just slow to run, and the water outflow was smaller. The issue occurred during preparation for use for a diagnostic general colonoscopy procedure that was completed using the same set of equipment. The device does not stop running and could used. There were no reports of patient injury or harm associated with this event.